Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display, which occurred randomly. Customer's blood glucose was unknown. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Customer also reported that bolus, carbohydrates and blood glucose data was missing from carelink screen. Customer was advised that battery cap would be replaced. Customer called back after receiving battery cap reporting that issue persisted. Customer's blood glucose was 600 mg/dl. Customer was advised that insulin pump would need to be replaced.